Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
During the cutting sequence the handle of the mics fell off. During cutting the gray part of the handle fell off the mics. Tka case delayed 5 minutes due to surgeon not trusting the sterility of the open hand.

Event description:
During the cutting sequence the handle of the mics fell off. During cutting the gray part of the handle fell off the mics. Tka case delayed 5 minutes due to surgeon not trusting the sterility of the open hand.

Manufacturer narrative:
Follow-up #1 and final report submitted to update manufacturer name, city and state, MFR site, PMA/510k, if follow-up, what type and device evaluated by MFR based on the results of investigation. Reported event: it was reported that the mics handle fell off during the case. Product evaluation and results: the product was unavailable for inspection as the product was not returned. Product history review: device history records indicate 25 devices were manufactured under lot: k0a39 and all were accepted into final stock on 09/06/2017. No non conformance were identified during the process. Complaint history review: a review of complaints related to p/n: 209063, lot: k0a39 shows 01 additional complaint(s) related to the failure in this investigation. Complaint: (B)(4). Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been an nc and CAPA associated with the product and failure mode reported in this event. This is (B)(4) and CAPA: 1452931.